Event description:
According to the reporter intraoperatively, when the lung lobe tissue was closed, the reload was not properly closed. A new handle and reload were used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.